Manufacturer narrative:
Patient received aspirin and a sulfa antibiotic for preventative post care treatment. Following the laser procedure, patient had medical intervention at the ER and from a vein specialist to treat the affected area. Patient also had an infection, but the cause is unknown. The treatment parameters and technique were followed per the clinical reference guide. The device was evaluated and found to be operating as intended. Patient has now healed from the incident. Inflammation/swelling is an expected side effect from a laser procedure, however since the patient had medical intervention, this is a reportable event.

Event description:
Patient had inflammation/swelling on the flanks from a laser procedure.